Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 16, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 3221, 19), method code #1: 4114 - device not returned, results code:3221 - no findings available, conclusions code: 19 - cause traced to user. The affected sample was not returned so a thorough investigation could not be conducted. The product lot number was not provided so a representative retention sample could not be evaluated. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The use facility reported to terumo cardiovascular that during cardiopulmonary bypass, a white substance was found in reservoir. Per user facility, the room temperature is likely closer to 20 degrees celsius, the warmer blood is in the middle and the heparin is cold. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully.